Manufacturer narrative:
The technician did not know the cause of the brake issue. Per the hill-rom service manual the affinity three birthing bed and affinity four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. The technician adjusted the brake and steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake caster is not holding and would swivel from side to side. No patient injury reported.